Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted on (B)(6) 2022. On (B)(6) 2023, the battery impedance was 1650 ohms. The patient was non pacing-dependent. The pacemaker replacement is scheduled on (B)(6) 2023.